Event description:
It was reported that "new implant for distal humeral and there are no trials (as of yet). Loaners sent the wrong stem, not compatable with distal humeral. Was no way to check first and so had to close the patient in 2007 and re-open on the following day, to finish the case."

Manufacturer narrative:
Although there was no device malfunction, not having the necessary device available led to the need for a continuation of surgery the next day.